Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device wont power on, ac power indicator does not light when power cord connected to power. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of will not power on.was confirmed. ¿ on 18-feb-26, pcu was received unboxed and with paperwork. ¿ unit will not power on with a/c or battery power. ¿ 24v p/s connector j2 loose wire. ¿ workmanship at bd. Wire reattached and power on works. ¿ device to be returned to san diego repair center for processing. ¿ no repair required by bd san diego repair center. ¿ failure investigation report attached to sales force. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions. Observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities. Performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device wont power on, ac power indicator does not light when power cord connected to power. There was no patient involvement.